Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient developed a rash under the lifevest garment. The patient's doctor instructed her to remove the lifevest and take a benadryl. The patient reported that the rash cleared up. During a follow up, it was reported that the patient's rash came back. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.